Event description:
It was reported the recharger connection terminal was broken, which made it difficult to connect and they were unsure when it would become unusable. There were no problems with the usage of the device, the device deteriorated over time. The device was replaced and the issue was resolved. The pins were broken.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37651 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3. Analysis was performed on product ID: 37761, serial/lot #: (B)(6) analysis found that the cable assembly was frayed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.